Event description:
As reported by the edwards' affiliate in japan, approximately 8 years after a transapical (ta) transcatheter aortic valve replacement (tavr) with a 26 mm sapien xt valve, the patient presented with heart failure due to central aortic regurgitation. A valve in valve procedure was performed. The patient recovered and was discharged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b7, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Due to the unavailability of the valve serial number, it could not be confirmed whether a manufacturing non-conformance contributed to the complaint event. The complaint for central leak with heart failure was unable to be confirmed due to unavailability of medical records and imagery. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, available information suggests that patient factors (medical history of dialysis indicating chronic kidney disease) may have contributed to the complaint event. Ckd may increase the risk of valve degeneration, leading to the valve regurgitation as reported. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.